Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. The device passed testing, with no anomalies found. The keyboard was observed to be scratched, but this did not affect electrical performance. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).

Event description:
It was reported to the biomedical engineer, by the cvicu (cardiovascular intensive care unit) that when going to power up the epg (external pulse generator), it failed. No further information was available. The epg was returned for repair and calibration. There was no patient involvement.